Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15264. The pt had 3 leads (1 from one lot and 2 from the same lot and different model number) implanted as part of her scs system. It was reported the pt's scs system was explanted because it was not providing effective stimulation.